Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during preparation of a device prior to a procedure an error message stating "¿please call technical support for battery analysis¿ was observed. The battery capacitance was at seventy three percent the device was not used. There was no patient involved.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. As received, the device was above the elective replacement indicator (eri) and met implant requirements. Functional testing found the device to be normal. No anomalies were found.